Event description:
It was reported check vent: cooling fan speed error alarm occurred as the ventilator was starting to be used. The ventilator was on a patient at the time of the issue. The patient was placed on a different v60 ventilator. There was no patient harm. Further information has been requested. If additional information becomes available at a later date, a supplemental report will be submitted.

Manufacturer narrative:
Reporting institution name & phone number: (B)(6). Reporter phone number: (B)(6).

Manufacturer narrative:
The unit was performed run in test, but the reported phenomenon was not duplicated. The event log revealed "check vent: cooling fan speed error"(diagnostic code: 1125) had occurred, so the cooling fan was replaced for the preventive measures. The unit was checked overall, cleaned, run in tests and functionally tested. The part has not been received so the root cause at component level cannot be confirmed, if the part is received, the complaint will be reopened, and a root cause analysis will be performed.